Manufacturer narrative:
Product event summary: the partial lead was returned in segments and was analyzed. The interior svc (superior vena cava) defibrillation cable and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The analyst noted that on (B)(6) 2015, svc coil impedance rose to 184 ohms from 47 ohms previously.

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on thesvc (superior vena cava) defibrillation coil was beond the expected upper range. The analyst noted that on 29-aug-2015, svc coil impedance rose to 184 ohms from 47 ohms previously. Concomitant product: dtba1d1 ICD implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high superior vena cava (svc) coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.